Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while driving. The patient experienced dizziness and tunnel-vision and was subsequently hospitalized for evaluation. It was noted that the arrhythmia was a ventricular tachycardia (vt), it was below the lower shock zone. The s-ICD oversensed due to double counting of the arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options. The clinic reprogrammed the rate cut off zone as it was determined the patient should be receiving therapy for slower vts. The s-ICD remains in service and no additional adverse patient effects were reported.